Manufacturer narrative:
Results and conclusion: (inconclusive, investigation in progress). (B)(4).

Event description:
It is reported that the launcher guide catheter broke about 3 inches from the hub while staff were attempting to cannulate the left coronary system. It is reported that the device detached into two pieces. It is reported that there was no intervention required to remove the device. The device was inspected prior to use with no abnormalities noted. The device was prepped per IFU. There was no injury to the patient. Evaluation summary: received for evaluation was a bloody and severely torqued to break launcher guide catheter in two pieces with no original packaging. The catheter broke at approximately 11cm from the hub threads. Closer visual inspection under magnification of the broken shaft exhibited severe twisting of the device at break area.